Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient initially had done reasonably well but subsequently had issues with previously unreported strokes on unspecified dates, as well as elevated lactate dehydrogenase levels. It was suspected that there was pump thrombosis, and the patient was listed for a heart transplant. On (B)(6) 2015, the patient received a heart transplant.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the inflow graft material revealed a kink in one side of the graft wall. However, there was no evidence of adhered depositions or significant tissue growth on the interior of the graft material to indicate an obstruction of blood flow, suggesting that this distortion was most likely not present while the pump was operating and would not have contributed to the reported event. In addition, examination of the inlet tube revealed a thin layer of white tissue ingrowth adhered to the entire proximal edge of the lumen. The tissue was minimally obstructive to the blood flow pathway, did not appear to have affected blood flow through the rest of the conduit, and likely would not have contributed to the reported event. Small, loose, white depositions were observed on various areas of the lumen of the inlet elbow, outlet elbow, and graft attachment. The structure of the depositions suggests that they developed in the locations in which they were found; however, a duration of time for which they were present in the pump could not be determined. The depositions were not adhered to the blood-contacting surface and had a soft and loose texture, suggesting that they were not present in the pump for an extended period of time. Small, white depositions were found on the outlet portion of the rotor and on the lumen of the blood tube. The non-laminated structure of the depositions suggests that they did not originate in the locations in which they were found. The depositions were not adhered to the blood-contacting surface. The depositions did not show any areas of denaturation and no contact marks were present on the rotor or blood tube to indicate that the depositions were present in the pump while it was supporting the patient. A specific cause for the development of all observed depositions could not be determined. Because the evaluation could not conclusively determine whether the depositions were present in the pump while it was supporting the patient, a correlation between the observed depositions and the reported event could not be conclusively determined through this evaluation. The instructions for use lists device thrombosis, hemolysis, and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.